Event description:
It was reported that the customer experienced high blood glucose levels and received a no delivery alarm on the insulin pump as well as air bubbles. The customer stated that insulin came through the infusion set but that an air bubble appeared. The customer stated that the issue was not the insertion site but the tubing. The customer's blood glucose was 578 mg/dl. The customer treated herself with two manual injections. Troubleshooting was done. The customer expressed tiredness as a symptom of her high blood glucose. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised that the insulin pump was working as designed and the high blood glucose was most likely due to the tubing issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.